Manufacturer narrative:
The investigation confirmed the reported pump stoppage via the submitted system controller log file. The log file contained approximately 23 days of data. On (B)(6) 2017 at 06:50 the low battery hazard alarm activates per design when the battery connected to the white power cable falls below the low voltage hazard threshold. At 06:15, the no external power alarm activates indicating that the batteries had been completely depleted and the backup battery was in use. In the next event following the no external power the time stamp read 1/1/01, the motor was stopped, and the backup battery was uninstalled. This sequence of events indicates that the 14v batteries and backup battery had been completely depleted stopping the pump for an unknown amount of time. When power was restored the driveline was still connected and the pump returned to the set speed without issue. The yellow wrench advisory alarm was active and remained active due to the clock not being set. Prior to the 14v batteries being depleted there were no other notable alarms active in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient fell asleep with the device on external battery support, and the batteries depleted resulting in a pump stoppage. The system controller backup battery was exchanged. The patient was asymptomatic. A representative of the manufacturer¿s technical services reviewed the submitted log file and confirmed the pump stoppage due to power source depletion. When the device was connected to charged power sources, the device operated as expected. The patient was reported to be doing well and ongoing on device support.